Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit did not alarm outside of room. Additionally, an oxygen flow out of range error occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 14feb2019. No purchase order was received for remote alarm issue. Case was closed. If customer calls philips or parts are returned this record will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.